Event description:
A customer reported that during a procedure, a pt experienced low intraocular pressure (iop) during silicone oil extrusion. The surgeon returned a completed questionnaire indicating the pt's pressure was low only for a few seconds during silicone extraction and air / fluid exchange. There was no subsequent harm or injury to the pt.

Manufacturer narrative:
The company rep examined the system and found the radio frequency identification (rfid) and the intraocular pressure (iop) working normally. The company rep replaced the upper illuminator rfid printed circuit board (pcb) assembly and the pneumatic rfid pcb as a precaution. The system was then tested and met product specifications. The replaced illuminator rfid pcb and the pneumatic rfid pcb were returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).